Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke at the connection point. The catheter was removed via ir (interventional radiology). There was no reported patient injury.

Event description:
It was reported that the catheter broke at the connection point. The catheter was removed via ir (interventional radiology). There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint for this lot number and issue to date. Investigation summary: one ti low-profile s/l port with a segment of 6.6f catheter was returned for evaluation. Visual inspection noted a ragged circumferential break to the catheter under the catheter lock. Therefore the investigation is confirmed for a catheter break at the port stem. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 08/2022).